Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block e1: initial reporter facility name: the first affiliated hospital of medical college of zhejiang university block h11: the advanix-naviflex biliary stent and delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached. A media inspection was performed on a photo provided by the complainant, and it was found that the catheter was detached from the device. A destructive test was performed, the pull wire was detached, which caused the guide catheter detachment. Also, the push catheter suture hole was torn. No other problems were noted to the stent and delivery system. The reported event of catheter guide break and pull wire break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a advanix rx biliary preloaded stent was implanted to treat a hilar bile duct stricture in the in vitro during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the patient suffered from hilar biliary stricture and was scheduled to undergo endoscopic stent implantation. After successful intubation, the biliary stent was unpacked, and the handle was pulled back to adjust the length of the black inner core at the front end. The steel wire inner core was fractured, and the black inner core could not be adjusted. Another advanix rx biliary preloaded stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block e1: initial reporter facility name: (B)(6). Block g4: premarket/510(k): k101314, k203162; reported here as this exceeded the character limit for the designated field.

Event description:
It was reported to boston scientific corporation that a advanix rx biliary preloaded stent was implanted to treat a hilar bile duct stricture in the in vitro during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the patient suffered from hilar biliary stricture and was scheduled to undergo endoscopic stent implantation. After successful intubation, the biliary stent was unpacked, and the handle was pulled back to adjust the length of the black inner core at the front end. The steel wire inner core was fractured, and the black inner core could not be adjusted. Another advanix rx biliary preloaded stent was used to complete the procedure. There were no patient complications as a result of this event.